Manufacturer narrative:
Investigation results: the complaint of a poorly printed label was confirmed, and the cause was determined to be packaging related. Two photographs were provided for investigation. One showed the three-unit packaging, and the two printed labels were incomplete. The print quality was poor, and the product size and lot information was indistinguishable. The other photo showed the dispenser box packaging with a clear and complete label. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard label information missing on unit package. The following information was provided by the initial reporter, translated from spanish to english: individual packaging without lot and reference information, ¿incomplete label printing¿. Cannot be used for technological surveillance.